Event description:
Facility alleges suspected first use reaction. According to chief technician, pt developed shortness of breath, itching, and nausea 20 minutes into treatment. Treatment was suspended and pt was taken to the hosp with the symptoms in reference. Pt returned to the treatment facility later in the day in stable condition and a secondary treatment was performed without any complications. No pt injury. Pt was not admitted in the hosp.